Manufacturer narrative:
The ICD was received for analysis and inspected. Upon receipt the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. The leads under complaint were not returned for analysis. The quality documents accompanying the manufacturing processes for these leads were re-investigated. All production steps were performed accordingly. There was no indication of a material of manufacturing problem.

Event description:
After an implantation period of approx. 60 months, a loss of capture on the lv lead was reported. The system was explanted as the patient received a quadrapolar lv lead. An explant date was not provided